Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that "after insertion of a 15cm line, we found that there was a hole/poor joint where the red hub joined to the catheter lumen. On aspiration air came into the syringe. The catheter was promptly removed before use and was replaced with a similar catheter which did not have the defect."